Event description:
It was reported that the patient presented to the ER after receiving a patient alert. Device interrogation found episodes of nonsustained lead noise due to intermittent oversensing on the rv channel. Programming changes were made. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.